Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 104 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at display window corners, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.